Event description:
Procedure: lower anterior resection- double staple techniqie in order to close the rectum, the surgeon fired with the 45-4.8 sulu and then fired with 60-4.8 sulu. Then the surgeon inserted the end-to-end anastomosis stapler per anum and tried to connect the anvil. However, the previous staple line ruptured. The surgeon had to create a stoma.